Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. It was reported that approximately five years and eight months post index procedure the patient presented emergently with a 7 cm iliac aneurysm caused by migration of the limb stent graft and a distal type I endoleak. The patient received treatment. The physician implanted an endurant limb, resolving the events. Per the physician, the cause of the limb stent graft migration and distal type I endoleak was due to patient anatomy, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.